Manufacturer narrative:
Block b3: exact date unknown, event occurred a month from the date manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a discomfort at the pocket site. The patient underwent a pocket revision procedure wherein the implantable pulse generator (ipg) was moved from right midline back to right hip/buttock. The patient was doing well postoperatively.